Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for hardware removal surgery due to loosened screws, tissue dehiscence, and granulation tissue. The patient developed anterior open bite (aob) despite physician checking bite after operation and being satisfied and despite strength of plates and use of mandibulomaxillary fixation (mmf) and muscle relaxants to stop clenching behavior related to obstructive sleep apnea (osa). Positive remediation of osa but residual occlusal malalignment. Found eight months post op with poor oral hygiene and dehiscence over mandible bsso plates. Le fort plate and maxilla position are stable, as is the genioplasty plate and chin position; however, physician suspects micro movements of mandible plates and screws due to extreme physiological loading, grinding, and insistence on chewing during purée time zone (8 weeks according to protocol). Physician does not believe this is related to implant technology but likely related to patient related factors. Screws were loose in the mandible. Granulation tissue present. Local bone sequestra may be contributing factor. Osteotomy solid. Revision surgery was performed; surgeon routinely removes all hardware. Additional devices are reported under linked complaints (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, five (5) matrixmandible screws were removed from the patient due to wound dehiscence and loose screws. The original procedure was performed on (B)(6) 2020. The patient outcome was anterior open bite development despite the surgeon's satisfaction with the bite after the original operation, strength of plates, and use of mmf and muscle relaxants to stop clenching related behavior related to obstructive sleep apnea. Eight (8) months post-operation poor oral hygiene and dehiscence over mandible bsso plates was observed. The surgeon suspected micro movements of mandible plates and screws due to extreme physiological loading, grinding, and insistence on chewing during purée time zone. The devices were successfully explanted. There is no further information available. This report is for one (1) 2.0mm ti matrixmandible screw fine pitch / 6mm. This is report 4 of 5 for (B)(4). This complaint is related to (B)(4).